Manufacturer narrative:
No product will be returned per customer. No investigation was performed.

Event description:
It was reported that the tubing would not prime for amiodarone infusion for a patient in atrial fibrillation. It was noted that 4 sets of tubing and 2 bags were attempted before the medication was able to prime. Because of the event, it took 45 minutes to start the medication. Although requested, additional information was not provided.